Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic procedure, the stapler failed during closing. No other information is available. Another stapler has been opened to complete the procedure. No patient injury was involved in this event.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one endo gia ultra universal stapler.the visual inspection noted no abnormalities. Functionally, the stapler was loaded with a pmv representative reload. It was noted that the retraction knob was loose. The internal components of the stapler were inspected and it was noted that the extension spring was incorrectly assembled. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The root cause of the of the misassembled extension spring was determined to be a result of a manufacturing activity. A process improvement has been initiated to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.